Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product (proximal set up joint) to perform failure analysis. During in-house testing, the error was not reproduced. The unit was tested on the system and passed all tests. Further investigation in the logs showed error 26002 to the axes controller setup (acu) as well as error 32100 showing a communication issue. The complaint regarding error 26002 was not reproduced based on the failure analysis. The probable root cause of the error after the start of the surgical procedure was likely caused by a faulty component.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted distal pancreatectomy surgical procedure, a non-recoverable fault 26002 occurred. The customer performed power cycle of the system two times. There was no fault reported after power cycle of the system. An isi technical support engineer (tse) reviewed event logs via onsite and suspected communication failure downstream armnet 1 from axes controller setup (acu). The procedure was completed as planned with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initialized without error. No ports were placed prior to the issue being identified. The error reoccurred during the procedure and the customer performed power cycle of the system to resolve the issue. The procedure was completed robotically with the same system.

Manufacturer narrative:
Based on the claim against the product by the customer noting non-recoverable fault 26002 occurred, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. During field evaluation, the fse conducted an inspection and confirmed the error. The fse replaced the proximal set up joint (suj) to resolve the issue. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is considered a reportable event due to the following conclusion: an error occurred after the start of the procedure and the surgeon was able to resolve the error and continue with the procedure robotically. The isi field service engineer (fse) confirmed the error and replaced the part. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.